Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One imp, tsv, 4.7, 10, mtx, mg (tsvtwb10) was returned for investigation. Visual evaluation of the as returned product identified signs of use, dried bone debris and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was puros allografted site (unknown date) and the patient had moderate (type ii) bone density. The reported device was located on tooth # 29 (universal) and was implanted for 7 days. Pictures or x-ray images were not provided. The customer reported the patient experienced paresthesia. Review of appropriate documentation: documents reviewed instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19 per IFU warning section: a thorough diagnostic work-up and use of x-rays and surgical templates are recommended to help ensure proper angulation and avoidance of certain anatomical features such as sinus membranes, adjacent teeth and craniofacial nerves. Per IFU treatment planning section: the location of important anatomical landmarks, such as the mandibular canal, maxillary sinuses, craniofacial nerves and adjacent teeth, should be established prior to use of zimmer dental implants. DHR review was completed for the subject lot number (1248191). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1248191) for similar events (complaint category keyword: medical) and 1 other complaint was identified, (B)(4). (B)(4). Reported patient numbness and implant mobility and the investigation has not been completed yet. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical: other) or product (tsvtwb10). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable .

Manufacturer narrative:
Zimmer biomet (B)(4). Additional 510(k) number is k101880.

Event description:
It was reported that the implant was removed due to a nerve injury with paresthesia. Tooth #29.